Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a particulate matter inside the fluid path. The issue was identified during preparation at the compounding center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between august 23, 2021 to august 24, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection of the provided picture was performed and observed a particulate matter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.